Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non-sustained oversensing (nso) and non-sustained right ventricular oversensing (nsrvo) due to over sensed t waves. Programming changes were suggested. Additional information was not reported.